Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) france alleging that the patient's onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained following a review of the call. The reporter claimed that the meter had been reading inaccurately for about 3 weeks since (B)(6) 2016; however, no results were provided for this time. The patient manages his diabetes with insulin (no adjustments). The reporter indicated that as a result of the alleged inaccurate readings, the patient's home health/visiting nurse progressively increased the patient's insulin dose from 12 to 24 units. The reporter claimed that 7-10 days after the start of the alleged issue, the patient developed symptoms of "dizziness and fatigue" which he associated with hypoglycemia and he self-treated his symptoms with "one piece of sugar." The pharmacist also reported that the nurse subsequently reduced the patient's insulin dose to 20 units. The pharmacist indicated that on (B)(6) 2016, the patient obtained alleged inaccurately erratic results with the subject meter of "587, 386, 300 and 315 mg/dl," performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used the same approved sample site to obtain blood samples and the reporter described the correct testing steps. The reporter was unable or unwilling to walk through a control solution test and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction as the issue remained unresolved following troubleshooting.